Manufacturer narrative:
H3: product analysis of part # 5001027, lot # h5412969 - visual and optical inspection confirmed the threads of the spacer have been damaged due to torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing l4/5/s plif for l4/5/s stenosis. It was reported that the cage twisted during plif at l4/5. The l4/5 cage was first installed on one side. Afterwards, the cage was inserted into the contralateral side and rotated. At that time, the cage was twisted and disconnected from the gripping instrument. The cage was broken. Subsequently, removal was attempted using various instruments. Removal was performed by placing the remover in the contact hole. There was a delay of less than 60 minutes in the overall procedure time. There was no patient symptoms or complications as a result of this event. No further complications were reported/anticipated.